Manufacturer narrative:
Beckman coulter field service engineer (fse) is in the progress of evaluating the device. The failure mode has not yet been determined. Investigation is in progress. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer in china reported erroneous low patient results for ise (ion-selective electrode) were generated on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective sample probe. The fse manually cleaned the mix bar, level sensors, sample pot and tubing, and replaced the sample probe which resolved the issue. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).